Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the previously capped right ventricular (rv) lead was explanted due to infection. No adverse patient effects were reported.

Manufacturer narrative:
The device history review cannot be performed as a unique product identifier (serial or lot number) could not be identified.